Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio removed the membrane switch assembly for further examination. Physio observed that p5 of the membrane switch panel had lands 2 and 6 intermittently shorting. This resulted in the device powering on by itself intermittently which could lead to the premature depletion of its battery.

Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power on by itself. When the customer tried to power the device off with the power button, the device would remain powered on. As a result, this could lead to early battery depletion and the device may not be able to power on when needed. There was no patient use associated with the reported event.